Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 at 12pm when she found the meter would not power on. The patient stated that she manages her diabetes using pills, diet and/or exercise, and stated that she continued with her usual dose of medication including scale after the alleged issue began. The patient reported experiencing symptoms of thirst and frequent urination approximately 1 hour after the reported issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the correct test strips were being used, it was the first use of the product and there was no misuse. The csr determined that the meter battery required to be recharged however the patient did not a usb/wall charger. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.